Manufacturer narrative:
Product event summary : the device was returned and analyzed with no anomalies found.

Event description:
It was reported that the patient experienced a pocket revision. Follow-up is in progress to determine what necessitated the pocket revision, however no additional information has been received. The device was explanted and replaced prophylactically during the procedure due to the physician's judgment regarding the remaining longevity. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2011 (B)(6); 6947 implantable tachy lead 2011 (B)(6). (B)(4).

Event description:
It was later reported that the pocket revision and prophylactic device replacement was due to a patient fall which resulted in pain and swelling at the device site. The fall was noted to be accidental and not related to a device performance issue.